Manufacturer narrative:
(B)(6). Investigation summary: no physical samples were received; the investigation was performed based on the image(s) provided. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformance's were raised in association with this type of event for this lot. The complaint could not be confirmed hence the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A complaint lot history check was performed on lot # 0008839 for difficult/unable to operate. This is the 1st. Related complaint for difficult/unable to operate on lot # 0008839. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the images received, embecta was unable to confirm the customer¿s indicated failure of the pen needles being difficult to operate. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause cannot be determined at this time as the issue is unconfirmed. Based on the investigation, no CAPA/sa is required at this time.

Event description:
It was reported that at least one bd ultra-fine¿ pen needle were not functioning. The following information was provided by the initial reporter: client continues to use the needles and has to be applied many times, two or three times since the needles are not working.

Event description:
It was reported that an unspecified number of bd ultra-fine¿ pen needles were not functioning. The following information was provided by the initial reporter: I use these needles to inject lantus insulin, which is a pencil, by putting the needle in the pencil, loading the pencil with the doses that the doctor tells me, then I proceed to inject the insulin and that is where the pencil does not it delivers the insulin, the liquid does not run, I proceed to remove it from my skin, I change the needle, and there the pen discharges the insulin without problems, this has happened to me many times, until when I decided to start saving the needles that were defective. I use the pen needles more than once. This is very unpleasant, considering that first with another system I have to measure my glucose, that is, a shot, and then comes the insulin, so if it doesn't work for me at first, we are already talking about three shots a day, and that is very unpleasant. This has been happening for a long time.

Manufacturer narrative:
H6: investigation summary customer returned an image of 5 unused 5mm, 31 gauge pen needles from lot 0309954, 3 unused 5mm, 31 gauge pen needles from lot 0106037, and 1 unused 4mm, 32 gauge pen needle from lot 0008839. No problems or defects can be observed in any of the pictured samples. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the images received, embecta was unable to confirm the customer¿s indicated failure of the pen needles being difficult to operate. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h10.

Event description:
It was reported that an unspecified number of bd ultra-fine¿ pen needles were not functioning. The following information was provided by the initial reporter: I use these needles to inject lantus insulin, which is a pencil, by putting the needle in the pencil, loading the pencil with the doses that the doctor tells me, then I proceed to inject the insulin and that is where the pencil does not it delivers the insulin, the liquid does not run, I proceed to remove it from my skin, I change the needle, and there the pen discharges the insulin without problems, this has happened to me many times, until when I decided to start saving the needles that were defective. I use the pen needles more than once. This is very unpleasant, considering that first with another system I have to measure my glucose, that is, a shot, and then comes the insulin, so if it doesn't work for me at first, we are already talking about three shots a day, and that is very unpleasant. This has been happening for a long time.

Manufacturer narrative:
The following information has been updated: b.5 describe event or problem: it was reported that an unspecified number of bd ultra-fine¿ pen needles were not functioning. The following information was provided by the initial reporter: I use these needles to inject lantus insulin, which is a pencil, by putting the needle in the pencil, loading the pencil with the doses that the doctor tells me, then I proceed to inject the insulin and that is where the pencil does not it delivers the insulin, the liquid does not run, I proceed to remove it from my skin, I change the needle, and there the pen discharges the insulin without problems, this has happened to me many times, until when I decided to start saving the needles that were defective. I use the pen needles more than once. This is very unpleasant, considering that first with another system I have to measure my glucose, that is, a shot, and then comes the insulin, so if it doesn't work for me at first, we are already talking about three shots a day, and that is very unpleasant. This has been happening for a long time.